Event description:
At approximately 1:00 resident was being moved from wheelchair to bed via hoyer lift. As resident was being lifted up, a bolt came out of the bottom of the hydraulic arm of the lift and the arm collapsed, dropping resident to the floor. The certified nursing assitant (cna) assisting the resident began the transfer prior to a second cna arrival to assist. The policy is that 2 cnas are to be present during a hoyer lift.